Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 14.4 cm to 14.6 cm from the connector pin which exposed the proximal coil and resulted in the reported noise. Abrasions are indicative of exposure to constant friction with another implantable device.